Event description:
Hcp reported that patient presented with a dramatic increase in pain and an increase in spasticity. "No life-threatening baclofen withdrawal symptoms." The patient was given oral baclofen, oral opiates, and a clonidine patch. A fluoro xray was done and the sideport was accessed, but the hcp was unable to withdraw csf. The injected contrast pooled in the lumbar region. A catheter fracture was discovered in the catheter. "It is either imbedded in tissue or floating." The catheter was replaced. The patient is doing well presently and is back on previous medications.